Event description:
Hcp reported the patient was experiencing an increase in pain. A catheter study was done. The hcp reports the pump stopped working. It was explanted and replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.